Event description:
The customer tested blood glucose at 6:15 pm and received a result of 92 mg/dl. The customer did not take medication because of reading. The customer retested at 6:30 pm. They were having slurred speech and were sleepy. The customer fainted and was rushed to the emergency room. At the emergency room they received a result of 600 mg/dl, the customer's device read 92 mg/dl. The customer was treated with 45 units of insulin through an IV. The customer was given a glucose IV and was also given a shot of antibiotic. The customer also had a CT scan and x-ray performed. The customer was diagnosed with an infection ovary and fluid in the lungs. The customer was admitted to the hospital. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.